Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 generator would not power on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed, and the failure was replicated. The unit was installed onto the test system and failed testing. The power led did not turn on after multiple attempts. The reported complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is being reported based on the following conclusion: the customer converted to an erbe generator after the start of the procedure due to faulty e100 generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative informed the technical support engineer (tse) that the e-100 generator would not power on. The tse found no related logs. Prior to calling, the csr verified that the e-100 generator was plugged in to a good outlet and verified the power switch position. The tse had the csr verify the power switch and power cable. The tse had the csr hold down the e-100 generator power button for three (3) seconds to try to reset the e-100 generator, but issue continued. The customer was utilizing the erbe generator for the vessel sealer use. The customer continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative explained at the start of the procedure the e-100 was not turning on, so he called it in after troubleshooting. There were no instruments plugged into the e-100. The case was completed by using the erbe generator. The field engineer would replace the e-100. No harm to the patient.